Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states that there was a leak at y junction. Date catheter placement: (B)(6) 2013. The date of catheter removal: (B)(6) 2014 the catheter was implanted in the pt for 1 year with 1 month.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The returned product sample consisted of one piece of assembled catheter palindrome with slots. The possible causes were identified. The DHR was reviewed and no deviations related to this failure mode were found. There are not ncr's related to the reported issue. The manufacturing lot number associated with this complaint was (B)(4)). During visual inspection, a hole could be appreciated on the catheter just below the hub. During underwater test (functional test), bubbles were detected coming out below the hub. This defect has been confirmed. Based on the available information, the probable root cause can be considered most likely as misuse (leak could be caused due to over bending or excessive force). No additional action is required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% pressure testing at the final stage of production, which would identify a leak in the catheter assembly. This complaint will be used for tracking and trending purposes.